Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The guide wire was buckled. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the full lead was returned with the guide wire stuck in the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that during left ventricular (lv) lead the wire would not come out of the lead and the physician questions the specifications of the lead. A new lead was used. No patient complications have been reported as a result of this event.